Event description:
Foreign object found in patient's diaper. It appeared to be the weighted end of ng tube. Kub done. Ng tube pulled. No other foreign objects seen on x-ray. There was a small piece of ng tube still located at rectum. It was removed. Patient has no harm as a result of this event.